Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred and the clip was not fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.